Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guidewire detachment occurred. The patient was undergoing an embolization treatment procedure. The target lesion was located in the severely tortuous hepatic artery. A renegade hi-flo fathom system was selected. Due to the tortuousity, the fathom wire was taken out of the renegade once to place a steeper curve on the wire and then placed back into the catheter. The intended artery was selected and as the physician withdrew the wire, it was noted that the tip of the wire partly remained in the patient's vessel and the tip of the microcatheter. The wire fragment was resheathed by advancing the microcatheter. The physician then pulled the microcatheter and wire fragment together into the angiographic catheter while someone aspirated the microcatheter with a syringe. The wire fragment was successfully removed through the microcatheter. X-ray confirmed there was nothing was left inside the patient. The procedure was continued and completed with no patient complications reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The microcatheter/packaging was not returned. Guidewire was visually inspected and was found to be broken 10cm from the tip. No other defects noted on the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guidewire detachment occurred. The patient was undergoing an embolization treatment procedure. The target lesion was located in the severely tortuous hepatic artery. A renegade hi-flo fathom system was selected. Due to the tortuousity, the fathom wire was taken out of the renegade once to place a steeper curve on the wire and then placed back into the catheter. The intended artery was selected and as the physician withdrew the wire, it was noted that the tip of the wire partly remained in the patient's vessel and the tip of the microcatheter. The wire fragment was resheathed by advancing the microcatheter. The physician then pulled the microcatheter and wire fragment together into the angiographic catheter while someone aspirated the microcatheter with a syringe. The wire fragment was successfully removed through the microcatheter. X-ray confirmed there was nothing was left inside the patient. The procedure was continued and completed with no patient complications reported and the patient's status is fine.